Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(6). To character limitation in e1 for event site city: 5-7-1 kojidai, nishi-ku, kobe city

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an the display fell off when the main unit and cart were docked. There was no patient involvement reported.

Event description:
It was reported that after use, the cardiosave intra-aortic balloon pump (iabp) the display fell when the main unit was docked with the cart. According to the customer, the issue occurred while attempting to return the system to hybrid mode after operating in rescue mode. No patient was involved, and no harm was reported.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, g3, g6, h2, h3 , h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. Corrected fields: d10. A getinge field service engineer (fse) evaluated the unit and replaced the upper display bezel (d380-00-0559), upper hinge cover (d380-00-0561), upper inside badge label (d334-00-1809) and prod ID label (d334-00-1810-01) due to damage. All work was performed in accordance with the instructions and procedures outlined in the service manual.